Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The user facility reported that there has been no reports of patient injury or infection associated with the problem. The endoscopes are inspected prior to use and no reported abnormalities were reported associated with the subject scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed. And there were no problems found, during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined, the cause of the peeling of the glue on the distal end likely occurred, because some external force was applied to the distal end. The device's instructions for use describes the following under section 3.2 inspection of the endoscope: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Regarding the initial issue reported by the user facility (elevator mechanism not working), per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device was evaluated and repaired by olympus. The evaluation found the forceps cover glue peeling. A conclusive root cause was not established.

Event description:
A user facility returned the olympus, gf-uct180, evis exera ii ultrasound gastrovideoscope for repair due to a report of the elevator mechanism not working. Upon evaluation of the returned device, it was noted that the c-cover glue was peeling. There was no patient injury or harm, associated with the problem, reported to olympus.